Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review; a temporal relationship exists between the pd therapy with the liberty select cycler and liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Based on the information available, it is unknown what caused the patient¿s peritonitis event. However, peritonitis is a well-known potential complication in pd patients. Staphylococcus aureus is an organism found on human skin and nares. Therefore, it is possible the peritonitis was related to a breach in aseptic technique via respiratory or touch contamination at time of the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on peritoneal dialysis (pd) therapy experienced peritonitis. There were no reported issues with any fresenius device or product in relation to the peritonitis event. During follow up, the patient¿s pd nurse reported that the patient had a pd culture obtained which yielded growth of (B)(6). The patient was treated with fortaz (dose, and duration unknown) intra-peritoneal (ip) on an outpatient basis. The nurse reported the patient did not have any fluid leaks, or any other issues with any fresenius product in relation to the event. According to the nurse, the cause of the peritonitis is undetermined. The patient is reportedly recovering from the peritonitis event.